Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 80 to 105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Comparison of blood glucose test results by customer from true result meter to competitor's meter. Back to back blood test performed by customer fasting on (B)(6) 2015 produced test results of 60 mg/dl using true result meter and 105 mg/dl using competitor's meter. The product is stored by customer not according to specification. The test strip lot manufacturer's expiration date is 05/18/2018 and open vial date is (B)(6) 2015. The meter memory not able to be recalled for test results performed. Adverse event not reported.